Event description:
A report was received that the patients lead was severely bent and may have been frayed. The patient underwent an explant procedure.

Event description:
A report was received that the patients lead was severely bent and may have been frayed. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that the missing contacts were removed from the patients body. Sc-8352-70 (sn: (B)(4)). Device evaluation indicated the complaint of the lead being severely bent at the bottom was confirmed. The paddle junction was severely damaged at the bottom. Electrode #8 was completely dislodged and it was not returned. Electrode #15 has shifted down within the paddle. This damage suggests that the paddle lead was exposed to excessive tensile force resulting in the dislodgement of the 2 electrodes and damage to the paddle junction. As there was no complaint about impedance anomaly originally against the lead prior to the date of the procedure, the device damage most likely occurred during the explant procedure. Additionally, the four lead bodies were cleanly cut. The clean cut damage is a result of a typical explant procedure and it is not considered a failure.